Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported her blood glucose reached between 350 mg/dl to 450 mg/dl less than 24 hrs after the pod was activated. She gave herself a bolus of insulin every couple of hrs, but was not able to lower her bg levels. She was take to the hosp where she was diagnosed for diabetic ketoacidosis. They placed her on an intravenous therapy of insulin and fluids. She was also hooked up to a heart monitor. The pod was removed and discarded.